Event description:
This case reported by a health care professional concerns a male from italy. The patient's medical history and indication for treatment included: scleroderma. In 2006 during cycle 4 of an extracorporeal photopheresis (ecp) treatment, the operator noted that the blood leak alarm was triggered for the centrifuge bowl (size xt 125 cc). The upper the portion of bowl, just under the centrifuge cover, was broken. No blood was ejected from the centrifuge, although it was noted that blood leaked into the drain bag as well as into the tubing of the vacuum pump assembly located inside the instrument. Blood was unable to be returned to the patient and the estimated blood loss was approximately 500-600 ml. Saline was administered as outlined in the operator's manual. The patient did not complain of dizziness and was subsequently sent home. The treatment schedule for this patient was 2 days of treatment every 4 weeks. Follow-up indicated that the 500-600 ml blood loss (estimated from the volume of the bowl, recirculation bag and plasma bag) was mainly plasma and buffy coat, but the proportion of red blood cells was not specified. This report was serious (medically significant).

Manufacturer narrative:
Device was not returned for evaluation. The patient was sent home and no medical intervention was taken. Photographs of the device were taken and evaluated. They showed the leak was in the rotating seal area. Leaks in this area can occur if back pressure is applied to the upper bowl seal area in excess of approximately 120 mmhg. There is a leak detector in the centrifuge that detected the leak and stopped the treatment. Back pressure can be caused by occlusions or clots downstream from the bowl. The current defect rate for 2006 for seal failures is 0.27%.